Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. Several minutes later it alarmed off no power and the screen went blank. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. The customer did not receive a low battery prior to the off no power alert. Customer's blood glucose level was not reported. The device was not returned.